Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) is currently underway. The reported problem (pulse current/voltage faults) is still under investigation. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
Zoll customer support reviewed the download of a (B)(6) male pt which revealed several pulse current and pulse voltage faults. The pt was provided with a replacement monitor.